Event description:
The user facility reported that they experienced bleeding from the valve of the glidesheath during a transradial catheterization intervention procedure. Follow-up communication with the user facility contact reported that: blood was noted to be leaking ¿profusely¿ through the hemostasis valve; the sheath was removed and replaced with another of the same device; there was no patient impact or medical intervention necessary as a result of the event; the initial procedure was completed successfully; and the patient was reported to be ¿fine¿ following the procedure.

Manufacturer narrative:
(B)(4). Results - are based on evaluation of user facility information and the used sample that was returned; is based upon evaluation of the reserve sample from the reported lot conclusions - are based on evaluation of user facility information and the used sample that was returned; is based upon evaluation of the reserve sample from the reported lot the involved device was returned and evaluated. Examination of the returned sample confirmed that one of the valve flaps had been damaged in an area that is off-center from the manufactured slit allowing the device to leak. Examination of a reserve sample from the reported lot confirmed no evidence of abnormalities or defects. Testing of the reserve sample confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the valve having been damaged as a result of the dilator being forced through the valve off-center from the manufactured slit. Subsequently, this damage to the valve permitted blood to leak through. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." (B)(4).